Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Date of submission (B)(4) 2017 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: review of the black box data revealed records of partially discharged batteries installed in the pump on (B)(4) 2017 resulting in low battery warning and replace battery alerts. A battery cap was not returned with the pump for investigation; a test cap was used to complete the investigation. The test battery cap was able to secure properly to the pump for testing. The electrical current draws were evaluated and found to measure within required specifications. The pump was opened for further investigation and did not reveal any loose components inside the pump. Investigation did not duplicate the complaint; low battery/replace battery records due to use of partially discharged batteries. Unrelated to the original complaint, the battery compartment was noted to be cracked.